Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath. The cardiac resynchronization therapy defibrillator (crt-d) exhibited long charge times, a charge circuit timeout and an inactive charge circuit after reaching end of service (eos). Follow up yielded that the patient is non-compliant with follow up. The device remains in use. No further patient complications have been reported as a result of this event.